Event description:
It was reported that balloon rupture occurred the 90% stenosed was located in the moderately tortuous unspecified artery. A 15mm x 2.25mm nc quantum apex¿ balloon catheter was advanced for dilatation. However, on the first inflation at 7 atmospheres, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter with no other devices. There was blood in the wire lumen. There were numerous hypotube kinks. Microscopic examination revealed no damage or irregularities noted in the balloon, balloon bonds and markerbands. The device was pressurized with an inflation device filled with water. The device was inflated to the rated burst pressure (rbp) for 5 minutes. The catheter maintained constant pressure and there was no indication of any leaks or other anomalies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).